Event description:
It was reported that; on (B)(6) 2014,((B)(4)) surgery was performed. After that, the breakage of the both side rod at under l4 was found. The mac was also broken at l5/s1 and the screw was also broken at left sai. So the revision surgery was performed on (B)(6) 2016, at l4/5 was done. The spinal deformity of the patient was terrible.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The product was not returned for inspection. Conclusion: the root cause of the event could not be determined with the given information.

Event description:
It was reported that; on (B)(6) 2014,(th10-s2ai) surgery was performed. After that, the breakage of the both side rod at under l4 was found. The mac was also broken at l5/s1 and the screw was also broken at left sai. So the revision surgery was performed on (B)(6) 2016, at l4/5 was done. The spinal deformity of the patient was terrible.